Manufacturer narrative:
The required information to enable further investigation, such as the kit lot numbers, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating at that time were performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful. The results obtained may possibly be related to the patient sample. The samples may have contained specific substances which may have affected the results. Please refer to the kit's package insert under the section limitations of the test: "reactive test results should be confirmed by additional testing using other tests." "Specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, herpes simplex virus infection, and hospitalized and cancer patients may give false positive test results."

Event description:
This report represents the second of two (B)(6) ab results reported on patient serum samples tested with the alere determine hiv 1/2 ag/ab combo. Confirmatory testing on the geenius hiv and abbott architect tests were (B)(6). There is insufficient information to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcomes are unknown. The exact date of occurrence was not provided.